Manufacturer narrative:
Submit date 08/09/2016. An investigation of kangaroo epump was performed for the reported failure of the unit to produce an audible alarm. The unit was triaged and the reported condition was confirmed. The root cause of the failure was due to failure of the unit¿s cpu. Kangaroo epump was manufactured in 2008. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.

Manufacturer narrative:
Submit date: 05/04/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The covidien technical center found that the unit does not produce an audible alarm.